Event description:
It was reported that a spectrum pump had an "intermittent faulty keypad". Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation was able to confirm by reproducing the reported symptom of "pump that has an intermittent faulty keypad" when attempting to program an infusion. The unit in its received condition permitted power up, navigation, and pump run, however response from the #0, #1, and #2 keys caused by a failed keypad. The remaining keys were tested and were found to function as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.